Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Pt (B)(6), dob (B)(6) 1946, underwent a 2v pmeg on tuesday (B)(6) 2026 at (B)(6)l hospital in (B)(6). During back table modifications, the device slid off table but did not hit the floor. The lunderquist wire was removed and discarded. The physician, dr. (B)(6) proceeded to use a chloraprep, antiseptic device on the treo device, wiping down the sheath, main body, turn knob and release grip. The valve was discovered to be leaking during the case with an estimated 300ml of blood loss. It is not known if the antiseptic caused this. On another note, the suprarenal stents also did not release. It is not known if this correlates or if it was due to pressure on the stents during reloading. The device was taken after the case and preserved to be shipped back to terumo for further investigation of the valve assembly. Device 28-b2-30-120u lot 0001653120" patient outcome: "(B)(6) followed up with physician the following day and patient is fine. Device was saved for return to terumo for formal investigation".